Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor of the lead was extrinsically over-rotated and distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the lead was received with the helix fully retracted, and distortion of the distal conductor was noted within the is-1 connector. This is indicative of the connector pin being turned an excessive number of times during helix retraction.

Event description:
It was reported that during implantation, the physician was unable to extend the helix and therefore fixate the lead. The physician attempted another lead, but had the same difficulties. The lead was removed and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).